Event description:
It was reported that the device was explanted due to high defibrillation thresholds.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.